Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, inappropriate automatic mode switching episodes were observed. Technical support reviewed the egms which showed noise due to external interference on the atrial lead and myopotential oversensing. Lead damage was suspected and provocative testing was recommended. No intervention was performed at this time, a follow-up in-clinic patient visit is anticipated. The patient was stable.